Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) level was displayed as "high", no specific value was provided. Customer administered a manual injection to address bg. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.